Manufacturer narrative:
Initial reporter phone#: (B)(6). H a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd hemogard¿ royal blue the customer reports that ¿some tubes are without vacuum and in some cases, the anti-coagulant is returning in the patient's vein. The moment they noticed the occurrence, the material was immediately removed. There was no impact to patients in the exams or after the collect. There was no report of damage to patients.¿ there was no report of injury or medical intervention

Manufacturer narrative:
Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low vacuum with the incident lot was not observed. Draw testing of the customer samples was performed and all samples met the required specifications for fill volume. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for low vacuum was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of low vacuum through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer and retained samples, the customer¿s indicated failure mode for low vacuum with the incident lot was not observed. However, further investigation for low vacuum has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to low vacuum. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.